Event description:
A malfunction alarm on the pump was reported, and there were no notable events preceding the malfunction. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.